Event description:
Device report from synthes reports an event in switzerland as follows:it was reported that on march 25, 2019, during an orthopedic procedure for left and right prophylactic femoral reaming, the reamer irrigator aspirator (ria) drive shaft broke off again. The reaming head of the ria was turning normally when the reamer was pushed into the medullary canal, but it stopped rotating when it was pulled-out or retracting the set-up. Moreover, during reprocessing of the material, the ria drive shaft was stuck in an unknown trs power tool with dynamic hip screw (dhs) coupling, thus, the surgeon had to use an unknown osteotome instrument to disassemble the two (2) pieces. The procedure was successfully completed with no surgical delay. There was no patient consequence reported. Concomitant devices reported: unk - reamers: head (part# unknown, lot# unknown, quantity 1), ria tube assembly (part# 314.746s, lot# unknown, quantity 1), unk - trs power tool with dhs coupling (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated event description and concomitant devices. Device history records review was completed for part: 314.743, lot: h549850. Supplier: criterion tool & die, inc. Release to warehouse date: oct 23, 2018. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6:visual inspection of the returned device at customer quality showed no issues with the returned instrument. Nothing appears to be broken and/or damaged with the device. No device failure was identified. The complaint condition is unconfirmed. No new issues were identified on the remaining portions of the device. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11 corrected data: d1 d4: catalog number, lot number and UDI g1 g5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown orthopedic procedure, the reamer irrigator aspirator (ria) tube assembly for ria drive shaft broke off. The reaming head of the reamer irrigator aspirator (ria) was turning normally when the reamer was push into the medullary canal, but it stopped rotating when it was pull-out. It is unknown if there was a surgical delay. There was no patient consequence reported. Procedure outcome was unknown. Concomitant device reported: unk - reamers: head (part# unknown, lot# unknown, quantity 1) . This report is for one (1) ria tube assembly 520mm length. This is report 1 of 1 for complaint (B)(4).